Event description:
She received a reading of 164 mg/dl from the freestyle and a reading of 390 mg/dl from the breeze. The customer did not adjust her medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.